Event description:
Additional information was received from patient regarding the previously reported events. Patient reported that they got their implant charged, but they could not turn it on with their programmer. Patient stated that they called their doctor, but they couldn't get an appointment today. Patient stated that they want to have another hcp that could see them today. Agent had the patient place the programmer over the ins and press the sync button, and replace the programmer batteries. Patient stated that they have been doing this, trying to connect to the ins since they got their device charged, but patient could not get past the sync screen. Patient stated that this programmer was from when they first got the implant and they use to have to turn it off and on. Agent ordered a replacement programmer through repair. Patient expressed that they are disappointed that they could not turn their therapy back on. Agent sent an email to the local mdt rep to further assist the patient. Additional information- was received stating patients reason for call was that they were not able to charge and seeing the ins and recharger empty icons and that the dtc cord was damaged. Patient did say the programmer would not power and did not know how long the batteries had been in there due to having the programmer since the previous device was implanted. Patient was going to try new batteries but did not do it on the call. Additional information was re ceived stating no further action needed from pats. Case re-opened due to email correspondence.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The cord wont plug into the recharger. The desktop charger (dtc) cord has been slammed in a drawer and the pins are bent and dtc cord is damaged and wires showing. The recharger does power on but wont recharge. Patient described seeing the charge implantable neurostimulator (ins) screen. Patient states ins went dead about 5 days ago, patient tried to use recharger but kept getting this screen. Patient states having to hold the cord and seeing on the recharger screen that the ins is empty and states seeing white coupling boxes. The recharger icon is also empty. Patient states the programmer is not powering on. Agent reviewed patient may need to see healthcare provider for assistance with turning therapy back on. Patient has not seen healthcare provider in about a year and a half and states it is hard to get in to see them.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.